Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b3, b5, b6, d1, d2a, d2b, d4, g2, h4, h6.

Event description:
Patient reported right side implant rupture. Healthcare professional later reported capsular contracture baker grade iii. Device was explanted and replaced by non-abbvie devices.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side implant rupture. Device was explanted and replaced.